Manufacturer narrative:
Qn#(B)(4). The reported complaint that the "tip of ap transducer tubing cracked into end of central lumen" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "tip of ap transducer tubing cracked into end of central lumen". Additional information states that "the staff believes they removed the plastic piece that broke off. Iab remains in place". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "tip of ap transducer tubing cracked into end of central lumen". Additional information states that "the staff believes they removed the plastic piece that broke off. Iab remains in place". No patient injury or consequence reported. The patient's current condition is reported as "fine".